Manufacturer narrative:
Additional information for further investigation was requested but was not provided. Since the initial point of contact the customer has had conversations with other medical doctors about the re-standardized folate iii assay with material number (B)(4). After these discussions, the customer is very comfortable with the results received from the re-standardized folate iii assay with material number (B)(4). As the customer is no longer questioning the results, he has declined to provide any additional information for investigation purposes. A specific root cause could not be identified. Customers have been informed that there will be a difference between the results received between the folate iii material number 04476433190 and the re-standardized folate iii material number (B)(4). This information needs to be considered in this method comparison.

Manufacturer narrative:
(B)(6). This event occurred in (B)(6).

Event description:
The customer performed method comparisons between the folate iii material number 04476433190 and the restandardized folate iii material number 07559992190. The method comparison showed discrepancies when values were in the low concentration range. Based on the comparison results, the customer does not trust the results from the folate iii assays. The customer provided data for 22 patient samples. Of the data provided, the results for 15 patient samples were discrepant. The customer reported all results outside of the laboratory where the doctor in charge complained about the big difference in results. This medwatch will cover folate iii material number 04476433190. Refer to medwatch with patient identifier (B)(6) for information on the restandardized folate iii, material number 07559992190 erroneous results. Refer to the attached data for the patient results. No adverse event occurred. The e601 analyzer serial number is (B)(4).